Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no water exited the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on the distal face of the seal, at both ends of the slit. No damage was noted in the side wall of the seal or proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the leak is consistent with damage during use.

Event description:
This report is to advise of a leak noted during analysis.